Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder exhibited wear at a fold in the middle and at the distal end. The cylinder fabric and outer tube had been partially detached in the proximal end. Also, the cylinder exhibited leakage due to holes from wear in the proximal end. The pump was visually inspected and underwent leak and functional testing. The pump passed leak testing. The pump did not pass activation testing. The pump tubing was cut down to the block and was not returned for analysis. In addition, an unused cylinder was returned for analysis; however, no visual damages nor abnormalities were found, and it passed leak testing. Based on the information available and analysis results, the holes and leakage found in the cylinder, as well as the pump not passing activation testing, could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and, upon examination, a crack in the left cylinder connecting tube was found. The left cylinder and pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, and upon examination a crack in the left cylinder connecting tube was found. The left cylinder and pump were explanted and replaced. No patient complications were reported.